Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned and analyzed. Analysis indicated the outer insulation of the lead was extrinsically breached due to a cut. Visual summary analysis of the lead indicated damage at implant. (B)(4).

Event description:
It was reported that the right atrial (ra) lead was attempted but not used due to placement difficulty. It was noted that the lead was advanced, placed and analyzed. However, the implanting physician "was unable to position the tines lead in a stable location where far field r-wave (ffrw)s were acceptable and sensing, threshold and impedance met his requirements." An alternative lead was placed. No patient complications have been reported as a result of this event.